Event description:
According to a hospital biomedical engineer, the infant involved was very sick and the staff had been struggling to keep the infant alive for approx 5 days since birth. It has been indicated that during a procedure a physician removed the skin temperature probe from the infant, affixed the probe to the warmer post and forgot to re-secure it to the infant after the procedure. The temperature probe is used to servo control the radiant warmer heater in order to keep the infant skin temperature at the selected value. The infant's skin temperature was indicated to have reached 104 degrees fahrenheit (40 degrees celsius). It was alleged by a nurse that no alarm occurred during the event. However, the hospital's biomedical engineer has indicated that the hospital does not consider warmer performance to be the cause of death.